Manufacturer narrative:
Follow-up information received on 15-feb-2016: despite follow-up attempts, no response was received to date. Follow-up 17-feb-2016: consumer questionnaire received. Consumer date of birth and bmi ((B)(6)) were updated. No previous gynecological problems or procedures. No relevant medical history or concurrent conditions. Essure was inserted in (B)(6) 2008 (lot number 627729) 6 months postpartum. She used condoms and birth control pills for backup contraception method until essure confirmation test. She mentioned that the events pain, heavy periods, migraine and allergy occurred during 5 plus years and stopped when essure was removed, on (B)(6) 2015. She mentioned zero pain reccurrence. Essure was removed via bilateral salpingectomy. She was not hospitalized. She recovered from the essure removal procedure. No pathology results from the surgery. She has had a single migraine in the 6 months since removal. Company causlaity comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed (7 years after its placement) and she recovered from this event. The reported event is listed according to essure's reference safety information. Pelvic may occur with essure therapy. In this particular case, limited information was provided (no alternative explanations available). Nevertheless, considering events nature and as it recovered after device removal; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. In summary, a relationship between the reported medical events and a quality defect is excluded. An updated product technical analysis with lot number is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up 04-apr-2016: follow up letter was received from physician. No previous gynecological problems or surgeries. The patient had 2 vaginal deliveries. In 2008 the patient underwent removal of her gallbladder. On (B)(6)-2008 essure (B)(4) was inserted, 6 months after second delivery. The patient experienced pelvic pain which began at the end of (B)(6)-2012, pain during intercourse. On (B)(6)-2012 CT scan was performed and showed negative findings. On (B)(6)-2015 a laparoscopic bilateral salpingectomy. The operative findings and pathology results showed normal appearing uterus, tubes and ovaries. The patient had not been seen by the reporting doctor since the surgery done on (B)(6)-2015. Follow-up information received on 20-apr-2016: updated quality-safety evaluation of product technical complaint. Lot number: 627729. Manufacturing date: 11-jul-2008. Expiration date: jul-2010. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed (7 years after its placement) and she recovered from this event. The reported event is listed according to essure's reference safety information. Pelvic may occur with essure therapy. Considering events nature and the recovery after device removal; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal via salpingectomy was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case mw5056804) in united states on 23-oct-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2008. Additional information received on 16-nov-2015. Consumer reported she had essure implanted after the birth of her daughter. Subsequent to the implants being placed, she experienced new inexplicable skin allergies (she is not allergic to nickel), unexplained fatigue, increased migraine, more painful/ heavier periods and debilitating pelvic pain. After many rounds of testing throughout 7 years she had the implant, her physician decided to remove the essure implants. She had it removed on (B)(6) 2015. All the side effects she experienced have abated. She believes that the essure implants were the cause of her pain and unexplained medical issues. Product technical complaint (ptc) investigation result received on 16-nov-2015 ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed (7 years after its placement) and she recovered from this event. The reported event is listed according to essure's reference safety information. Pelvic may occur with essure therapy. In this particular case, limited information was provided (no alternative explanations available). Nevertheless, considering events nature and as it recovered after device removal; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. In summary, a relationship between the reported medical events and a quality defect is excluded. Follow-up information is being sought.